Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure. During the procedure, after four minutes, the pressure dropped rapidly and the machine gave a warning. The procedure was aborted. The fluid and balloon were removed. The same amount of fluid went out as went in so a balloon leakage did not seem likely. A hysteroscopy was performed and a perforation was not indicated. The patient went home the next day and returned one day later with severe pain. A laparoscopy was done and a severe perforation of the uterus with the fundus almost gone, a bowel burn and possible damage to the rectum were found. The burned bowel was closed end to end and the uterus was removed supra vaginally during the procedure. It was reported that there were indications that the balloon was inside the uterus because there was perfect necrosis of the endometrial layer inside the cavum. It was also stated that there were possibly two small myomas in the fundus.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.